Event description:
It was reported that the display was garbled and could not be read. The device was being used for training at the time of the problem and was not on a patient.

Manufacturer narrative:
The results of the visual examination of the device confirmed a product malfunction. The screen was observed to be unresponsive to user input. Additional evaluation of the device will be conducted.